Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(4) 2020, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(4) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that there was a suspected issue with the leads of the patient's system and it was believed that they may have migrated. The hcp reported they had conducted 4-5 reprogrammings and the patient did ok in the office, but then when they went home, they experienced weakness in the legs and have balance issues. No further patient complications have been reported as a result of this event.